Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The first photo shows the complete view of drainage catheter where thread was noted to be protruding form hub hole. Complete fracture was noted on hub portion. The second photo shows the complete view of drainage catheter where thread was noted to be protruding form thread hub hole along with a fold formed at the pigtail loop section. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified material separation issues for first device. However, it is inconclusive for reported fracture, fluid leak issues as provided photo is not sufficient to confirm the issue for second device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. On (B)(6) 2026, post the procedure, there was a leakage at suture hole. And the tube allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre drainage catheter. Post the procedure on (B)(6) 2026, there was a leakage at the suture hole. It was further reported that the sure-lok tm thread was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.